Event description:
Per the study, eight months after undergoing a (pci) percutaneous coronary intervention, the patient returned with an 80% in stent stenosis of the mid left anterior descending artery, zero percent for an undisclosed vessel and 60% occlusion of a lesion located in the mid right coronary artery. The lesions were without thrombus, and the timi flow was three. The lesions were treated with angioplasty, and after the procedure, the patient recovered.

Manufacturer narrative:
This patient in the study experienced restenosis post implantation of a bx sonic stent. Restenosis is a potential adverse event associated with coronary artery stenting. The dessert study examines restenosis rates of diabetic patients receiving either a cypher or bx sonic stent. No other patient history is available. The stent was implanted in the patient's mid-lad. No details regarding the index procedure or vessel/lesion characteristics were provided. The 80% restenosis was detected during 8-month follow-up angiography. Type of treatment type was not specified; however, the patient was reported to have "recovered". With the limited information available, the patient's diabetes may have contributed to the restenosis. Please note that this report was sent to cordis eleven months after the event had occurred. Additionally, all available information has been provided. Please note, these devices, bx sonic with unknown catalog no. (Pr13350), is not distributed in the united states; however, it is similar to u.s. Product bx sonic. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Additional information: this patient with a medical history of past smoker, diabetes type (niddm) type ii treated with hypoglycemic, unstable angina type iib, and previous ptca, cva and tia was admitted for the index procedure for a pci (percutaneous coronary intervention) of the mid (lad) left anterior descending artery with a 75% stenosis. The lesion was type a with no calcification or thrombus, and a timi three flow. The lesions were pre-dilated with an unknown 2.5x12mm angioplasty balloon up to 10 atmospheres. A 3.5x13mm bx sonic stent was deployed in the proximal mid-lad at 12 atmospheres in the lesion that measured 15.39mm with a rvd I in the mld 3.21mm. The second bx sonic (3x23mm) was deployed at 13 atmospheres in the distal mid lad lesion that measured 9.49mm with rvd in the mdl point of 2.52mm. Both stents were not post-dilated. A residual in-stent stenosis of 9.7% and in segment of 27.7% stenosis remained in the proximal mid-lad lesion. The distal mid-lad lesion had in-stent stenosis of 21.6% and in segment stenosis of 27.7%. The stents were not placed overlapping and small gap was noted. The post stent timi flow was three. Post procedure, the antiplatelet therapy was aspiring and clopidogrel. The event was noted to be highly probable related to the device and unrelated to the procedure, and a cec determination of mace-confirmed relationship to the device. A correction from the initial reported was that the lesion located in the mid-rca was 40%, not 60% percent as previously noted in the report. This 84-year-old male in the dessert study experienced restenosis of a bx stent. Restenosis is a potential adverse event associated with coronary artery stenting. The dessert study examines restenosis rates and major adverse cardiac event rates of diabetic patients receiving either a cypher or bx sonic stent. Medical history and risk factors that may have increased his risk for mace included known cardiovascular disease with prior ptca and stroke, unstable angina, diabetes and remote smoking. The patient presented on asa and oral hypoglycemics. Two separate lesions in the mid-lad were targeted for treatment. The 1st, more distal lesion was described as type a with 70% stenosis. Pre-dilatation was done with a 2.5/12mm balloon prior to placing one 3.5/13mm sonic stent at 12atm. There were no complications; timi iii flow was maintained. The 2nd, more proximal lesion was described as type a with 75% stenosis. Pre-dilation was done with a 2.5/12mm balloon prior to placing one 3.0x23mm sonic stent at 13atm. No post-dilation was done. There were no complications; timi iii flow was maintained. A small gap remained between the two stents and residual stenosis was reported as between 9% and 21% inside the stent and 27% in the vessel segment, indicating a diffusely diseased vessel. The patient was discharged without incident on asa and plavix. Nine months later, during follow-up angiography, restenosis was identified in the previously stented segment (unknown if one or both stents were involved), as well as new lesion in the rca. Treatment included further pci and the event outcome was documented as "resolved". With the information available, vessel/lesion characteristics, patient factors and procedural factors may have contributed to the event. This is the first of two products involved with this adverse event, which is associated with mfg report #9616099-2006-00451 and 9616099-2007-01525.